Manufacturer narrative:
A clinical investigation was performed and reviewed by fmc associate medical director. During a follow-up call, the pd nurse stated that the patient was not connected to the machine and cycler cassette at the time of his death. The patient was completing pd treatments manually. The pd nurse provided the patient's extensive medical history. The reported peritonitis event predated any cycler problems or issues. The death certificate was unavailable, but the pd nurse verbalized that the patient's significant medical history were contributing factors. The clinical investigation conducted that the previous cycler issues did not cause or contribute to the patient's death. There was no allegations against the cycler cassette that could have caused the patient's death. The sample was discarded and not returned to the manufacturer for physical evaluation. The lot number was unknown. Record reviews of each lot delivered to the customer for the last month were screened. There were no noted deviances regarding the reported event. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
During a call to review a supply order from the peritoneal dialysis (pd) patient, the patient's wife reported that the patient had passed away early monday morning on (B)(6) 2012. The patient's wife stated that the patient had experienced a lot of issues and infections while using the liberty cycler and she alleged those problems had caused his death. The patient's cycler was replaced on (B)(6) 2012.